Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not alarming. The vest was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our compliant handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the button on brake switch broken preventing brake alarm from working. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on his bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch to resolve the issue. Based on this information, no further action is required.